Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change out procedure, the left ventricular lead exhibited a high threshold. The lead was explanted and replaced. The patient was stable post procedure.